Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing and was resetting when plugged in. The failure was isolated to pinched wires on the monitor's belt receptacle, causing the monitor to be unable to fire pulses. The root cause for the pinched wires was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.